Event description:
Bilateral patient. Litigation alleges that patient has experienced pain, reduced function and use of his legs, resulting in short-term and long-term disability, and metal ion poisoning of his bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/13/2014: sales rep reported revision surgery for left hip. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 06/09/2014.